Event description:
The dexcom g7 devices that my daughter wears for type 1 diabetes constantly malfunction. Today she's gone hours between readings. Sometimes the reading is inaccurate. This could be a life threatening situation.